Event description:
The contact called stating that pt was taken to the emergency room today because pt was feeling ill. The hosp got a blood glucose reading of 55 mg/dl while the dex meter gave a result of 99 mg/dl. The contact stated that they did not know that pt glucose was so low because the dex meter has been getting false readings. While on the phone, the meter was tested using a low control solution and found to be in specification. The contact also indicated that the meter has been giving erratic results. A request was made to return the meter, control solution, and test reagent for eval. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.